Event description:
It was reported that the customer received a compromised force sensor system alarm. The insulin pump was stuck in the priming loop and insulin was squirting out. His/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4.0 lbs due to faulty force sensor resistor. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner.